Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2, see 1920664-2013-00206.

Event description:
The user facility reported the sound of the cutter correlated to the cutter slowing down or no longer cutting. The doctor finished the case with no injury to the pt.